Manufacturer narrative:
This event occurred in (B)(6). (B)(4). (B)(6).

Event description:
The customer stated that they received erroneous results for an unspecified number of patient samples tested for multiple assays on a cobas 6000 c (501) module (c501). No erroneous results were reported outside of the laboratory. It was stated that the patient sample results were initially zero value measurements. All samples were tested in micro-cups. It was asked, but it is not known which assays were affected or what the specific result values were. The patients were not adversely affected. It was asked, but the lot number and expiration dates of affected reagents is not known. A field service engineer cleaned and adjusted the sample probe. No further issues occurred after this action. Investigations agree with the findings of the field service engineer and determined the issue to be caused by a misadjusted sample probe. The field service engineer confirmed the system was running within specifications. Due to a limited diameter and sample volume, the adjustment for micro-cups is more sensitive than that of normal sample tubes.